Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous graft. An 8.0 x 80, 75 cm gladiator¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.